Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument's wrist broke and pieces fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube. Multiple fragments were found to be missing, which were not returned with the instrument. The complaint regarding the instrument breaking and fragments falling into the patient was confirmed by failure analysis investigation, which indicates that the device did contribute to the customer reported issue. The failure is typically attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a davinci-assisted low anterior resection surgical procedure that the wrist of the force bipolar instrument broke and pieces fell into the patient. The procedure was able to be completed. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was no damage found to the instrument prior to use. When the fragment fell into the patient, the instrument was grasping tissue. The surgeon was unsure of what caused the breakage. The instrument was in use for one hour prior to use. The surgeon did not notice any issues with the functionality during the procedure. The instrument did not collide with any other instruments during the procedure. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the wrist was unable to be straightened. Resistance was felt upon final removal of the instrument. No damage was found to the cannula. No additional instrument damage was found after the event occurred. The fragments were retrieved with a grasper. All fragments were able to be retrieved. Additional surgery was not needed to remove fragments. Post-operative tests were not needed. The procedure was completed robotically. There was no further impact to the patient. The patient had not returned to the hospital. The fragments were discarded. There were no photos or videos available.